Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar lens injector system. Implantation was attempted with the backup crystalens, however, this lens tore as well. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged iol, and suture the incision. A third iol was implanted successfully. Reference #2031924-2007-00307 for backup lens damage report.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the foam tip plunger overrode the lens.